Event description:
The customer reported that the system displayed a communication error message and the system locked up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the generator interface board needed to be replaced, but no conclusion can be drawn as repair information is not available.